Event description:
Event description cpi received information indicating that during interrogation of this implantable cardioverter defibrillator (ICD), prior to implant, it was noted that the monitoring voltage was lower than expected. The ICD was not implanted.